Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information regarding analysis results reported no significant anomaly. The edge of the outer tray was warped and there was transparetization on the seal between the tyvek lid and tray. The seal had not been opened. The product met design specifications and the amount of transparetization present was cosmetic and acceptable. Analysis results suggested the lead had not been subjected to electrical or performance testing as previously reported.

Manufacturer narrative:
Analysis of lead model 3389s stimloc, lot# v742347 determined there was an improper seal between the tyvek lid and tray. The edge of the outer tray was warped and the seal between the tyvek and tray may be compromised. The edge of the tray and tyvek lid appeared to have been subjected to excessive heat. No area of the tyvek lid had been opened.

Event description:
During an implant, a problem with the lead packaging was seen. The seal along the side of the plastic did not look intact. A MFR's rep stated that "it looked like maybe it had been heat sealed and maybe the heat was too strong and the paper was basically see-through and it looked like it was going into the side where the product was." The lead was not used and the implant was completed with a different lead. The pt was not affected. A f/u report will be sent if additional info becomes available.